Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and battery out limit alarm. The blood glucose at the time of the incident was 235 mg/dl. The customer states there blood sugars have been high, because the pump alarms no delivery during bolus. So much she went to the hospital for non-diabetes or pumps related issue and spoke to her endocrinologist. The customer went pump would turn on after a new battery installation, and then would go blank. The no delivery and battery out limit were able to be cleared. The device will not be returned for analysis.